Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after motor stopped during manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the off no power, unexpected restart, displacement, rewind and self tests. The operating currents were within specification. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a partially broken off reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a stained end cap sticker.